Event description:
It was reported to boston scientific corporation that an exalt model b single use bronchoscope, slim, was used during an unknown procedure on (B)(6) 2023. Additional information received on july 5, 2023, indicated that the exalt b scope's image flickered and subsequently became lost while the scope was inside the patient. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: the returned exalt model b scope was visually inspected and analyzed. An x-ray inspection was performed to inspect electronics and no issues were observed with the camera wire, solder, or electrical components in the device umbilicus, handle, or shaft. Electrical and resistance testing at the umbilicus connector was conducted and no issues were identified. An image test was done by connecting the umbilicus to a monitor. A live, clear image was displayed. The device was articulated using the handle knob and no change to the live image was observed. Tension was applied to the umbilicus connector, and it remained firmly seated in the monitor, and no change to the live image was observed. The image was stable for several minutes throughout device manipulation and never experienced an issue. The device log was downloaded from the monitor, it was confirmed that the scope was successfully connected to a monitor on (B)(6) 2023. Product analysis could not replicate the reported event. The image functioned correctly throughout product analysis. The device log showed that the device was used during the procedure for approximately 4 hours. Based on the information available, the conclusion code assigned to this investigation is no problem detected, which indicates that a reported event could not be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: blocks g1, d4, h4 have been updated based on the product analysis.

Event description:
It was reported to boston scientific corporation that an exalt model b single use bronchoscope, slim, was used during an unknown procedure on (B)(6) 2023. Additional information received on july 5, 2023, indicated that the exalt b scope's image flickered and subsequently became lost while the scope was inside the patient. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.